Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility: no flow or very few flow. Drug: 5fu.

Manufacturer narrative:
(B)(4). We received one used (half filled) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. Damages were not detected. In as-received condition the white clamp was closed at the sample and the patient connector was not closed (the original wing cap was not handed over by the customer). Further on, we detected liquid and crystallized drug residues at the filling port (lli-cones) and at the patient connector (lla-cone) of the sample. Additionally the pump was filled with nacl 0.9 % up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. The pump did work immediately (solution was running). Leakages was not detected at the sample. Flow rate test: nominal: 2 ml/h; actual: 3.1 ml in 1 h; 5.7 ml in 2 hrs; ml 46.5 in 25 hrs. A slow flow (as described by the customer) could not be determined. The received sample is within our specifications. We have informed our manufacturer accordingly. No leakage or blockage was detected hence this complaint is not justified.